Manufacturer narrative:
D6b: explanted date: device was not explanted. E3: occupation: lab manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had issues with the involved angio-seal device. The event occurred post-operative. The type of procedure performed was a transcatheter aortic valve replacement (tavr). The tavr was successful. Both perclose and angio-seal devices were used to right femoral artery (rfa). Eight (8) minutes after the tavr was initially completed, the doctor intervened to re-access the rfa due to (d/t) a dissection of the rfa. A peripheral balloon was used. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The reported event required medical or surgical intervention.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. It was reported that a 6 fr angio-seal was used after a tavr procedure along with a perclose device. Tavr procedures usually are between 18-24 fr, which is larger than indicated for the angio-seal vip device. Usage of a perclose system and an angio-seal device to achieve closure is not indicated in the angio-seal vip IFU and would be an instance of off-label use. If closure was performed with a combination of devices, then it is likely that an issue may have been experienced with closure which resulted in the reported adverse event. However, this could not be confirmed based on the available information as limited information was provided. As a result, the complaint was confirmed for a potential closure complication involving an angio-seal device that resulted in an interventional procedure. The exact root cause was unable to be determined. The likely cause was determined to have been use of a procedural sheath larger than indicated for the angio-seal device or use of a combination of closure devices for the access site (off-label use). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).